Event description:
A patient (age and gender unknown) underwent a therapeutic krcp with biliary stent placement for treatment. During the attempt to place the rx wallstent biliary endoprosthesis, the stent could not be deployed, it was noted that the catheter/sheath broke on the stent. The device was removed without issue and another wallstent (same type of device) was placed successfully. There were no reported complications as a result of th deployment issue. Patient condition noted as safisfactory upon completion f the procedure.